Event description:
Arjo was notified of an incident involving a carino shower chair. It was reported that a patient had an epileptic seizure on the device. It was indicated that the knob (to which the safety belt should be attached) was missing, so the safety belt was attached to the carino's arm. The patient fell off the device and consequently sustained a skull fracture - a head wound that required 7 stitches.